Event description:
According to the reporter: during surgery, the device blade broke and fell into pt cavity. It was retrieved without damage and another ultra shears of the same model was used to complete the procedure.